Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9676 angled reamer wouldn't slide smoothly with the ar-9597-20 angled reamer sleeve. This occurred during a case, while reaming the glenoid the angled reamer driver shaft didn't slide smoothly with the angled reamer sleeve on power. This jerked the surgeon's wrist causing reaming to be difficult. These instruments were put to the side and a back up tray was opened. The case carried on and was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse.